Manufacturer narrative:
Logfile review for the date of treatment showed no abnormalities that could have contributed to reported event. The reported treatments could be identified in the logfile and they were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an overcorrection in both eyes that led to blurry vision post topography guided lasik. Upon follow up, visual acuity is still not good. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.